Event description:
Event description guidant received information that this ventricular lead had loss of capture at maximal output as well as poor sensing. The lead impedances were acceptable, but the daily measurements indicate they have dropped. The patient recalls feeling dizzy twice without a loss of conciousness. Flouroscopy of the lead indicated the tip was pointing back toward the tricuspid valve (dislodged) with the body of the lead looped out into the apex.